Event description:
Revision surgery occurred due to pain for pt with a unicondylar knee implant. Cement debris was observed in the joint and between the femur and poly. The implants were well fixed. Pt was revised to a total knee replacement.

Manufacturer narrative:
Revision surgery occurred due to pain for pt with a unicondylar knee implant. Cement debris was observed in the joint and between the femur and poly. The implants were well fixed. Pt was revised to a total knee replacement. Review of the device history record indicates that the device was manufactured to specification.